Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board failing to power the device on was found to be consistent with program corruption.

Manufacturer narrative:
Device has been evaluated but not repaired.

Event description:
A ventilator was evaluated at the manufacturer's sales office for a routine check out procedure. The device was not in patient use. During check out procedure at the manufacturer's sales office, the device failed to power on and an alarm condition occurred. The device's system board needs replaced to address the issue.